Event description:
Unomedical reference number (B)(4). Event occurred in saudi arabia. On (B)(6) 2024, it was reported by the patient that infusion set tape not sticking within few hours of use. No further information was available.

Manufacturer narrative:
Patient country: saudi arabia.